Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that imaging was performed and confirmed that the pump was flipped. The patient was referred for revision of the pump pocket. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported the revision was scheduled for (B)(6) 2024.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump was flipped in the pocket and the catheter segment was coiled from the flipping. The patient went to their doctor to have the pump refilled and the pump was flipped. An x-ray was taken to confirm the flipped pump. The pump pocket was opened and a coiled catheter was removed and replaced with a new segment. The pump was sutured down in the pocket. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient weight and medical history were asked but would not be made available. The pump was used to deliver lioresal (baclofen) at a concentration of "500" and a dose of "126".

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, ubd: 2025-11-15 UDI#: (B)(4), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the explanted portion of the catheter was discarded by the customer.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported that that the rep received a call from the hcp that they could not interrogate the pump. It was noted he tried multiple times and was finally able to interrogate. It was noted the patient was wheelchair bound and the pump was tipped or tilted some. Discussed laying the patient down to see if could consistently get completed interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.